Manufacturer narrative:
Concomitant medical products: 305u229 tissue valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead under sensing on the atrial channel noted. The ra lead remains in use. No patient complications have been reported as a result of this event.